Event description:
It was reported that, "the arthroplasty was revised due to infection. The acetabular liner and femoral components were revised. The components were implanted in situ for approx 1 month. The pt presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 3."

Manufacturer narrative:
The following other hip devices were also listed in this report: v40 cocr lfit head 36 mm/o, cat#: 6260-9-136, lot#: mkme7r. Accolade c cs 132 neck 35 mm size 3 stem w/distal hole, cat#: 6058-0335d, lot# mkehdl. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An eval of the device cannot be performed. Devices were retained at (B)(6). Medical records and x-rays were not provided to (B)(4) for review due to irb restrictions at the reporter's institution. If add'l info becomes available, it will be submitted in a supplemental report.